Event description:
Per independent repair center statement, unit had low o2 or yellow light. The key failure was that the pe valve was not shifting. Additional malfunction is the nylon ties had loose hardware.